Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Following the information received it appears most likely that during the resident's transfer from the wheelchair to the bed (in mid transfer as indicated in the complaint record) one of the clip sling (probably right leg clip as stated by technician) detached from the spreader bar of the maxi move lift contributing to the resident's fall. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi move lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. Based on the information received the sling involved is fitted with "grey" clips which appear to be easy to remove/detach and also it was indicated that right shoulder clip of the sling was found with one insert missing. Production of slings with grey clips was seized some time ago (between 2005 2006). Following the lift instruction for use (IFU) the sling should be discarded after two years lifetime, or before that, when damaged. The sling involved was significantly past its lifetime. This has not impacted on the performance of the sling when using according to the IFU but this is an indication that the sling should be withdrawn from use and replaced. According to the above the sling and the lift which work together as a system were found to have not been to specification when the event took a place. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. During the leg clip detachment from seated position the person is likely to fall away from the sling, toward the corner where the clip is not in place. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: from the received information it appears most likely that the person was lifted from the wheelchair, therefore from the seated position. From simulations, we know that in the situation, when the clip is not attached and not under tension with the weight of the person in the sling from the start, a drop will be immediate. If the clip was not in place at the start of the lifting procedure it could wiggle off when the resident was lifted from the wheelchair. This could contribute to the immediate resident's drop. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. However, based on the information gathered, it can be established that the clip detached "in mid transfer". Therefore, the above scenario cannot be treated as certainty. When a transfer occurs from a wheelchair to a bed, this means at some point there must be a repositioning from seated to horizontal position, to the most comfortable position for transportation. If this scenario occurred in the middle of the resident's transfer this means that the clip was in place and it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). Also this means that the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. This scenario seems to be most related to this event, based on the event description. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Consequently to the above, we come to the conclusion that the event was caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The lift instruction for use (IFU) which was supplied with the maxi move lift device contains crucial information: in case of an detachment of the clip : "always check that all the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." In case of manipulating the sling or the person in the sling: "do not attempt to maneuver the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient" from this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2015 arjohuntleigh received a customer complaint where it was indicated that during a resident's transfer from a wheelchair to a bed using maxi move passive floor lift one of the sling clip detached from the lift causing the resident to fall to floor. It was reported that as a consequence of the event the resident sustained a fractured hip.